Manufacturer narrative:
No unexpected excessive no delivery alarms or battery out limit alarms were noted during testing. The pump passed the displacement, prime, basic occlusion, excessive no delivery and off no power tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer reported the issue began a few weeks prior. The customer's blood glucose was 140 mg/dl. Customer also reported the alarm would occur during the fill tubing/fill cannula process. Customer was able to resolve the alarm by changing their infusion sets. Troubleshooting found insulin was able to exit with a push plunger. A no delivery alarm also occurred when a manual prime was performed. It was also found a battery out limit alarm occurred. Customer was advised their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.